Event description:
It was reported to boston scientific corporation that a pinnacle pelvic floor repair kits device was implanted into the patient during a cavaterm anterior pinnacle and conventional posterior repair procedures performed on (B)(6) 20210 for the treatment of symptomatic prolapse and relatively heavy periods. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2010, the implant date, as no event date was reported. This event was reported by the patient's legal representation. The device was implanted at: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.